Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s devices had not worked. They wanted the devices removed because they weren¿t working anyways. These devices were useless and weren¿t doing what they should have been doing, noting that they weren¿t hitting the area it should have been hitting. This had been an issue since they were implanted and they had gone through all of the settings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the devices were working properly, but the electrodes were placed improperly from the beginning and that the procedure did not help the original problem. The patient had not yet contacted their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.